Event description:
It was reported that when the foley catheter was removed, 9 cc of water was removed, but the rest was not removed and the catheter could not be removed. The urologist tried pumping the balloon, but it did not came out. Also the urologist ruptured the balloon and removed the catheter. After that, the inside of the bladder was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was removed, 9 cc of water was removed, but the rest was not removed and the catheter could not be removed. The urologist tried pumping the balloon, but it did not came out. Also the urologist ruptured the balloon and removed the catheter. After that, the inside of the bladder was observed. Per additional information via email from ibc on 19jan2023, the doctor used a cystoscope.

Event description:
It was reported that when the foley catheter was removed, 9 cc of water was removed, but the rest was not removed and the catheter could not be removed. The urologist tried pumping the balloon, but it did not came out. Also the urologist ruptured the balloon and removed the catheter. After that, the inside of the bladder was observed. Per additional information via email from ibc on 19jan2023, the doctor used a cystoscope.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It is unknown whether the device had met relevant specifications. Sample has been evaluated and observed that the sac was missing. Using lab syringe, water was introduced and able to flow through the inflation eye. No collapsed lumen was observed but observed salt inside the drainage lumen. Further functional testing and full investigation could not be performed due to poor sample condition. Potential root cause could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex [intended use & effect- efficacy] the device combines an indwelling bladder catheter and a urinary drainage bag that are used for urinary drainage and bladder irrigation. [Precautions]: 1. Precautions for use (exercise caution when using the device in the following patients). (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions: (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. 3. Malfunction and adverse events: 1) malfunction; - catheter kinking, damage, rupture. - difficulty or failure to remove the device. - occlusion of catheter inner lumens. - encrustation. - accidental removal of the device due to leakage of sterile water or balloon rupture. - device damage due to inappropriate use. 2) adverse events - urinary-tract infection. - hemorrhage, hematuria. - allergy reaction to the device. - calculus formation. - edema. - pain. - discomfort. - injury of bladder or urethral. - urethritis, urinary incontinence. - retained balloon fragments. [Storage method and expiration date] 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box." Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.